Event description:
It was reported that 3 bd pen ndl 32g 4mm had brocken cannula. The following information was provided by the initial reporter: the consumer reported broken non-patient end of cannula on three samples.

Manufacturer narrative:
H6: investigation summary: five photos of three 32g x 4mm pen needles were returned from lot. No. 0049402, cat. No. 320559. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed on all three samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related.

Manufacturer narrative:
Reported medical device lot # : unknown - unknown device expiration date. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for reported unknown medical device lot # .

Event description:
It was reported that 3 bd pen ndl 32g 4mm had broken cannula. The following information was provided by the initial reporter : the consumer reported broken non-patient end of cannula on three samples.